Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's monitor would not fully boot up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval the monitor was resetting. The cause for the resets was isolated to a defective digital signal processor (dsp) u500. The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.